Event description:
It was reported to bsc on 02/06/2007 that during an ercp and "while current was being applied the cutting wire broke." Patient gender is male with age unknown. This malfunction occurred a total of four times (two times with an autotome and two times with a hydratome device) before the procedure was successfully completed. The ercp was completed successfully using a fifth, unidentified, boston scientific sphincterotome, and there were no reported adverse effects to the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; one other complaint against the pertinent lot was found from the same customer. Rolling 15 month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted. Please note associated medwatch reports 6000048, 2007-000xx, 6000048-2007-000xx, 6000048-2007-000xx.